Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events of approximately 30 mg/dl. Reportedly, the customer was breastfeeding which contributed to the low bg events. Contact provided glucose tablets to treat bg level as the customer became incapacitated after waking up from a nap and was unable to move the left side of body nor speak very well. Additionally, the customer became unconscious. Recommendation was made to consult with healthcare provider regarding diabetes management.